Event description:
Pt was implanted with invance sling sometime in (B) (6) 2007. Sometime in (B) (6) 2008, the sling was removed due to infection. Pt still fighting infection. No further information was obtained.